Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the patient was unable to be viewed. A technical support specialist (tss) checked myqlink and noticed that there were 12,000 messages pending. The tss informed the user to check with information technology (it) department to ensure the internet connection was working properly. The tss also advised the user to check the cable connection to the machine and reboot it. The user later informed the tss that the wall internet port was not working, and once it was fixed, the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to view the patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.